Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, bowel obstruction and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a3a, a4, a5b, b2, b5, b6, b7, d10, g1, h6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin, foci of air, unable to tolerate anything by mouth,wound indurated), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, bowel obstruction, pain, labs abnormal for wbc; hemoglobin, soft tissue stranding, foci of air, infection, abdominal pain, nausea, vomiting, unable to tolerate anything by mouth, constipation, serosal tears, liver bleeding, fever, abdominal wound indurated with purulent hematoma, issues with wound healing that prevents them from standing straight, tenderness, burning pain, bubble on top of wound, <(>&<)> open bottom of wound with thick greenish fluid. Post-operative patient treatment included oral pain medication, IV fluids, ng tube placement, exploratory lap, lysis of adhesions, small bowel resection & anastomosis, mesh revision, tacker removal, use of drain, ICU, pca, wound care, hematoma expressed, wound care, tpn, wound staples removed, medication, CT scan, & rollator walker.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced inflammation, scarring, bowel issues, hernia recurrence, adhesions, bowel obstruction, pain, labs abnormal for wbc; hemoglobin, soft tissue stranding, foci of air, infection, abdominal pain, nausea, vomiting, unable to tolerate anything by mouth, constipation, serosal tears, liver bleeding, fever, abdominal wound indurated with purulent hematoma, issues with wound healing that prevents them from standing straight, tenderness, burning pain, bubble on top of wound, & open bottom of wound with thick greenish fluid. Post-operative patient treatment included oral pain medication, IV fluids, ng tube placement, exploratory lap, lysis of adhesions, small bowel resection & anastomosis, mesh revision, tacker removal, use of drain, ICU, pca, wound care, hematoma expressed, wound care, tpn, wound staples removed, medication, CT scan, & rollator walker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.